Manufacturer narrative:
The field event of failure to power up and burn damage was confirmed. Visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter or the outer plastic housing of the transmitter. After opening the ac power adapter, several burnt components were observed on the main circuit board, as well as in the inner casing of the ac power adapter. Upon opening the transmitter, no burnt components were observed. Tested the unit with a working ac power adapter, and the unit successfully powered on. Performed the delete data process successfully. High current flow through the ac wall power outlet damaged the ac power adapter, causing a no power issue and burn damage.

Event description:
It was reported that the transmitter would not power up. It was noted that the prongs appeared burnt.